Event description:
It was reported that the protective yellow sheath was difficult to remove from the balloon dilatation catheter. It was never removed and the device was set aside and not used. There was no patient involvement and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.